Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was hospitalized (specific date and duration not reported) and treated with IV antibiotics (specific date and duration not reported) for the infection. The patient also underwent a revision surgery under general anesthesia (specific date not reported) to clear out the infection. However, the issue did not resolve. The device was subsequently explanted on (B)(6) 2026. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Device analysis report attached.